Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a walled-off-necrosis (won) during a pseudocyst drainage procedure performed on (B)(6) 2024. During the procedure, the second flange was unable to be deployed. The stent was partially deployed when remove from the patient and the procedure was completed using an alternate device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent fully deployed and expanded. The inner sheath was kinked. No other problems were noted to the stent and delivery system. The reported event of stent partially deployed could not be confirmed as the stent was returned fully deployed and expanded. However, stent partially deployed is a known potential complication associated with the use of the device in the manufacturer's labeling. The investigation concluded that the additional observed damage of inner sheath kinked was likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician, limited the performance of the device and contributed to the observed damage. Taking all available information into consideration, the overall root cause of the reported event is known inherent risk of device. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a walled-off-necrosis (won) during a pseudocyst drainage procedure performed on (B)(6) 2024. During the procedure, the second flange was unable to be deployed. The stent was partially deployed when remove from the patient and the procedure was completed using an alternate device. There was no patient complications reported as a result of this event.